Event description:
It was noted in clinic notes from (B)(6) 2010 that the pt was having multiple breakthrough seizures per month upwards of 8 to 12 per month. It was noted in later clinic noted that the pt was doing well with seizures. Attempts for further info have been unsuccessful to date.

Event description:
Follow-up with the physician reveals that the increased seizures are not believed to be related to vns, but may be related to poorly controlled diabetes mellitus. The increased seizures are below pre-vns baseline levels. Both types of seizures the patient has increased, but the specific types were not given. Diabetes fluctuation preceded and caused the increased seizures. The only interventions taken were family teaching, per physician.